Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to not be activated. A device history record could not be evaluated as the lot number is unknown. As no samples were received for investigation, the root cause could not be determined.

Event description:
It was reported that there was no safety device on the retracted bd cathena¿ safety IV catheter needle. The following information was provided by the initial reporter: "apparently there was no safety on the retracted needle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was no safety device on the retracted bd cathena¿ safety IV catheter needle. The following information was provided by the initial reporter: "apparently there was no safety on the retracted needle."